Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Olympus (B)(4) field service engineer confirmed the subject device at the facility, but could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure the distal end of the unspecified endoscope connected to the subject device became hot, the mucous membrane of the patient's rectum was burned, and the physician¿s finger was burned. The patient was fine without extension of hospitalization. Omsc will submit 2 medical device reports (MDR) depending according to the number of adverse events. This report is 1 of 2 reports regarding the patient¿s burn.

Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device was not returned to olympus medical systems corp. (Omsc). Omsc obtained the additional information from the user facility as follows. It is not sure the reported event was due to the subject device, but the subject device seem to have touched the patient's rectum mucosa. The subject device was set to automatic brightness adjustment mode and the brightness setting of the subject device was ¿0¿. The non-olympus examination lamp had been installed in the subject device. There was no adhesion of blood and/or tissue on the distal end of the endoscope used with the subject device. There were no scratch and corrosion on the light guide and distal end of the endoscope while the procedure. The endoscope had been reprocessed correctly. The reported phenomenon occurred during the colonoscopy. The procedure completed with another endoscope. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from the user facility, there was the possibility that this phenomenon was attributed to the temperature increase of the distal end of the endoscope due to the using the non-olympus examination lamp.